Event description:
An ophthalmologist reported 2 pts that had an incision enlarged to remove a model 912 lens after implantation but during the same surgery. This report is for the second pt. After insertion the surgeon noted that there was an irregularity on the posterior surface of the optic centrally. The original incision was enlarged in order to remove the lens but the pt did not incur any serious injury. Attempts to obtain more info on this pt and lens have been unsuccessful as of 2/23/98.